Event description:
The injector doors that hold the syringe on the injector malfunctioned on the contrast side. There is a silver button that locks the door, this silver button was sticking out and we were unable to close the door. After rebooting the injector and changing the syringes, the injector door did shut and functioned as normal. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Sending service rep/team to evaluate.